Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 435 mg/dl. Customer's current blood glucose level was 368 mg/dl. The customer reported that they received no delivery alarms at whole night. Customer did not changed her reservoir and infusion set caused her blood glucose high. Customer rewound the insulin pump and filled the cannula but she was still got the same message. The customer was treated for the high blood glucose with manual injections. The customer refused to troubleshooting since she was at work and did not had a new set and reservoir available at that time. The insulin pump was not returned for analysis.